Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing had a hole in the catheter. The following information was provided by the initial reporter: small hole/puncture site in catheter portion of angiocath. Upon insertion of catheter leakage of normal saline/blood noted from hole in side of catheter. Multiple catheters then checked, 3 found with same issue. (B)(6) 2024. Did the event directly, or indirectly involve a patient or user?- the damaged catheter cause the patient to be stuck for IV access multiple times. Has there been any patient impact (serious injury, medical intervention, change of treatment required)?- no serious injury or intervention.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed catheter of a 22ga x 1.00in. Insyte autoguard bc winged unit. Visual inspection discovered that the actuator of the unit was already activated indicating use. A leak test was performed where a leak was discovered. Microscopic analysis discovered a cut in the tubing that resembled damage caused by a needle. Your reported issue was confirmed. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing when the adapter is loaded to the grip, it is possible that incorrect equipment settings may cause a catheter spear through. A 100% vision system inspection and quality control plan visual inspections are performed to mitigate the occurrence of this defect. Additionally, this may occur during tip adhesion break if the clinician partially withdraws the needle and then re-threads the catheter or if the catheter is slid up and down the cannula during insertion. Since the unit was returned unsealed, with the actuator activated, and the description states that this occurred during insertion, it¿s unclear when this defect occurred. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.